Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and verified the alleged condition. The breath delivery unit (bdu) printed circuit board (pcb) was replaced and updated the software to the latest revision. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable during patient use. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component.if information is provided in the future, a supplemental report will be issued.